Event description:
It was reported by customer that the nasogastric tube with filter, 14 french that this was the second og tube that they have found that has a leak at the point where the air vent tubing meets the og tubing. When pushing or flushing medication or fluids some of the liquid comes out between the junction of the two tubes. That means the patient may not get all the solution and medications that were being pushed through the tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.